Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. 30ncm of primary stability was achieved and the patient presented bone type iii.